Event description:
Reporter alleged the patient received the results of 37 mg/dl and 109 mg/dl back to back within 10 minutes on the inform system. Reporter stated that the staff administered d50 immediately after obtaining the reading of 37 mg/dl. No other actions were reported taken or treatment received at that time. No adverse event reported. A request was made for the return of the affected product.